Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the universal seal accessory be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal seal accessory had broken off from the tip connecting to the insufflation. The site re-attached to another seal and it happened again. The site used a 3rd device and it worked. Seals were broken on 2 of these items with same lot number. The procedure was completed with no reported injury.